Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter, ubd: 20-sep-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient was having an MRI (magnetic resonance imaging procedure). The reason for the MRI was to due to a possible catheter issue and to look for a "possible catheter revision." The hcp stated there was "no issue with the pump itself." Additional information was received from the healthcare provider. The hcp stated they suspected a catheter occlusion. The patient was not getting much analgesia with a high rate of intrathecal medication. The issue began in 2016. The patient was referred for a catheter revision following the MRI. It was indicated the catheter would be revised. It was unknown if the catheter would be returned for analysis. The patient had experienced increased pain as a result of the issue. It was noted the patient weighed approximately (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. They stated that it was unknown if a catheter occlusion was identified and that a surgical explanation is pending. It was not determined if a different problem was identified and the cause of the catheter issue remained unknown. Surgical replacement is planned and the affected device will likely be returned. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2020. It was reported that the catheter occlusion was identified and the MRI was ordered to assess the issue before replacing the catheter.